Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), suboptimal transseptal puncture, restricted posterior leaflet, posterior cleft, thick tethered chordae, and indentation on posterior leaflet segment 2-1 (p2-p1). A mitraclip procedure was performed and one clip was implanted. The mr was reduced from grade 4 to 1-2. On (B)(6) 2024, a single leaflet device attachment (slda) was suspected. The patient returned symptomatic with respiratory distress and pulmonary edema. On (B)(6) 2024 a transthoracic echocardiogram was performed. Grade 4 recurrent mr and detachment from the posterior leaflet was observed. Per the physician the slda was likely caused by a restricted leaflet with a small indentation and thick tethered chordae. After the screening, a second clip intervention was performed successfully. Two nt clips were implanted on each side of the slda clip. The mr was reduced to grade 2. The patient is recovering well.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported recurrent mr and subsequent hypoxia and edema appear to be due to the slda. Mr, hypoxia, and edema are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case specific circumstances as the patient was hospitalized and another mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.